Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and the uretex sup pubourethral sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with bilateral paravaginal repair, extraperitoneal vaginal vault suspension, vaginal enterocele repair and cystourethroscopy due to sui, vaginal enterocele and complete procidentia of the anterior apical segment

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent repair of incisional hernia with mesh on (B)(6) 2010 due to incisional hernia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).